Event description:
During a procedure, the surgeon was inserting 4.0mm ti quick lock cancellous screws and was having problems. The screws would bottom out and not seat. In the process two of six screws stripped. Surgeon decided to remove four screws (4) and one (1) screw remains in the patient: surgeon could not remove the screw. Surgeon used standard cslp screw to replace the screws he removed with no further problems. The screw that remains in patient is not seated properly. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.